Event description:
It was reported the patient was getting good stimulation. It was noted it was taking longer to recharge. It was reported the patient took five hours to charge from a quarter to a half the day prior to call. It was noted the issue has been occurring for six months. It was reported the patient kept wiggling the recharger around to ¿get the most out of it.¿ it was noted the patient usually got six to eight coupling boxes. It was reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 was noted. Conclusion code of c100 reported. It was noted the complaint was unverified. It was reported that no issues were found during bench testing, no issues with charging ins or recharger, and no issues communicating. It was noted the recharge antenna cable was replaced due to being discolored. It was reported the software, ID label, and face plate were updated per eco 08-00407. Additional information received reported that it took the patient 5 hours to charge and it was not fully charging. It was reported that abnormal impedance measurements had been recorded on 3, 6, and 7. It was stated that it was unknown if there was a lead issue. It was stated that there was no injury to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 355029, lot# n0028596, implanted: (B)(6) 2006, product type: accessory; product ID 3 77775, lot# v001275, implanted: (B)(6) 2006, product type: lead; product ID 37751, serial# (B)(4), product type: recharger; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID 37751, serial# (B)(4), product type: recharger. (B)(4).